Event description:
Leica biosystems received a complaint that tissue blocks were "over process/brittle/hard." On (B)(6) 2019, leica biosystems received information that "1 case was completely not diagnosable..." And that rebiopsy has been recommended and performed for one (1) case: a (B)(6) female patient.